Event description:
A home pt contacted baxter's technical service center for assistance regarding a low drain volume alarm rec'd during the initial drain of their automated peritoneal dialysis therapy. Per initial report, the home pt noted air in the lines of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.